Event description:
During a phone call with baxter product surveillance on (B)(6) 2012 regarding an unrelated alarm, the caregiver (cg) reported that the homechoice patient (hp) had been hospitalized in (B)(6) for peritonitis. The cg did not believe that it was related to any baxter product. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 regarding this peritonitis event. The pdrn stated that the hp had been diagnosed with diverticulitis and that the culture had been positive for e.coli . The pdrn stated that she had no further information available at this time. The pdrn stated that they believed that the peritonitis was caused by the diverticulitis due to the culture results and there was no allegation against any baxter product.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. The sample is not available. A batch review was conducted on potentially associated lots (h11f22040 and h11j05089) and no issues were found related to the reported condition during the manufacture of those lots. A follow up report will be submitted if additional information becomes available.